Manufacturer narrative:
The investigation conducted by the manufacturer diagnostic grifols, (B)(4) included the review of the log files of the instrument which confirmed an unexpected high frequency of the card_lost error in the customer's analyzer. The card lost error was identified in different areas of the instrument (incubators 1 and 4 and cards drawers 2, 3 and 4), which can indicate a misadjusted gripper or, a possible signal transmission issue of the wiring providing a false alarm, since the card was actually held by the gripper. In all cases the errors are acknowledged by the user. Additionally, the investigation revealed an incorrect management of the card_lost or card_not_found error when the affected card is being unloaded from an incubator. The content of the incubator where the error occurs is not reset after the error. This leads to an unexpected behavior when the affected card is reused for another test and loaded into another incubator. Next, more details are provided about the sequence of events causing the error. After the instrument raises a card_lost or card_not_found error, the gripper moves over the service rack position (card drawer 4, holder 4) and releases the affected card. The aim of this action is to release the affected card into an accessible area for the user so that it can be removed from the instrument. This action was included in version 4.0. In this case, the card unexpectedly fitted into position 13 of the service rack and remained unnoticed by the user when searching for the affected card in the service rack area. Then, after the next service rack cards identification, it was identified as reusable card as it had two available wells. When the card was intended to be reused, the pipetting step was not correctly planned and did not take place, since the incubator where the error occurred was still recording the card previous identification. It is noted that when the card is planned to be pipetted but for any reason it is not, the software detects this situation and issues an error; however, this scenario with an anomalous status of the card did not allow the protection to work properly and led the interpretation algorithm to provide a result based on the partial results available. The probability of this event is remote, since the following chain of events must occur: card_lost or card_not_found error arises while the card is unloaded from the incubator. The repetitive appearance of this error should be dealt with the local technical support group since it is not an expected situation and may indicate some issue in the analyzer. The instrument releases the affected card onto the service rack and unexpectedly it fits in an empty slot. When the message "error in the card transport arm while transporting a card. Please inspect card drawer zone for lost card and open drawer if needed" is shown, the user opens the drawer and inspects the rack, but he or she cannot find any misplaced card in the service rack, and therefore, no card is removed from the service rack and the card remains in it. Then, the drawer is closed, and the instrument identifies the cards placed in the service rack including the affected one by the error. Next test is performed in more than one card and a reusable card is the affected by the card_lost or card_not_found error. The incubator used is placed at the right (not necessarily adjacent) of the incubator affected by the incident. For example, if the incubator 2 is affected, the incident will occur if the next test with the affected card is placed in incubator 3 or 4. But not in incubator 1 or 2. In case the user is working with the validation of the results in manual mode, the event will be easily detected since those non-pipetted wells would be missing in erytra's report. As a summary, only in an analyzer showing some hardware anomaly resulting in card lost errors and with software version 4.0 or 4.1, the full chain of events may eventually lead to an unexpected result. It is also noted that a warning message is displayed to the user in order to inspect the drawer for lost cards, which avoids the undesired outcome. The low probability of occurrence of this event is confirmed by the fact that software versions affected are 4.0 and 4.1, which were placed in the market since july 2017 for version 4.0 and march 2018 for version 4.1 and this is the first and only reported case. No other similar cases with unpipetted wells providing results have been identified or reported since the product launch in 2010. It is noted that version 4.2, already released to the market, does not allow this incident to occur, regardless the analyzer shows card lost errors, since error management in the software was improved.

Event description:
On (B)(6) 2020 the customer (B)(6) reported to grifols (B)(4) the following issue observed in erytra analyzer instrument (fully automated immunohematology analyzer): for an unknown reason, in an ab screening test (3 screen (igg)) the instrument has dispensed neither certain rbcs nor plasma for 3 different samples. However, although some wells were missing, erytra interpreted and released positive results for all of them. Furthermore, for the 3 cases, the dispensed cells had all given negative results. After the investigation of the audit trail performed by the tas (technical application specialist) of grifols, it was observed that the issue was always related to a gel card affected by a card_lost error.